Manufacturer narrative:
The reported perfectpasser connector, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, the device broke off in patient. Visual inspection shows the connector was received with the s-clamp unhooked from the s-hook. Components were not received broken but were loose. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device evaluated by the manufacturer evaluation codes updated (B)(4).

Event description:
It was reported that the top part of the perfect passer broke off into the patient. No patient injuries were reported.